Event description:
A customer reported an error message displayed at 62% completion. The system was rebooted, the first 62% of the pt's treatment was shot onto a t-lens and the remaining 38% shot onto the pt's eye. No pt harm or injury has been reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).